Manufacturer narrative:
(B)(4). Date sent 10/28/2024. D4 batch # 352c40. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60l device was returned with the anvil bent upwards and with no reload present. As additional testing, the device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. However, the cut was noted to be jagged due to a damaged knife. The articulation mechanism was totally functional during functional testing. The device event log was reviewed. The log indicates that articulation was attempted while the device was closed. Articulation function is blocked when the device is closed to prevent inadvertent patient injury. When the home button is pressed while the jaws are closed the device will attempt to retract the knife. When any of the other articulation buttons are pressed while the jaws are closed the device will provide haptic feedback indicating that articulation function is blocked. It is possible that the device was clamped over an excess of tissue causing the anvil to bend. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object, or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 352c40, and no non-conformances were identified.

Event description:
It was reported that during a lap gastric sleeve when the surgeon attempted to articulate the gun by a small amount, it moved - jumped significantly. When the surgeon finished firing on the 2nd to last firing the gun jumped towards neutral while still closed on the tissue. Extra care taken and case completed, there was no surgical delay. The procedure was successfully completed. There were no patient consequences.

Manufacturer narrative:
(B)(4). Date sent 10/15/2024. D4 batch #a9cu7u. B3: only event year known: 2024. Additional information received: if you push the home button - then try and articulate the device a very small amount, the gun jum, ops 5-10 degrees. Video analysis: this is an analysis of a video submitted for evaluation. During the visual analysis, the following was observed: the video shows the anvil of a device in the body cavity with a gold reload, an unknown buttressing and a suture. The anvil can be seen moving repeatedly to the left and right side. Based on the video the event described could not be confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. A manufacturing record evaluation was performed for the finished ech60l, with lot/batch number a9cu7u, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.